Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)/2021. On (B)(6) 2021, the patient experienced a skin reaction with inflammation, blisters and scarring under the entire sensor patch. A physician prescribed unspecified oral antibiotics. No additional patient or event information is available.